Manufacturer narrative:
Corrected information has been provided in b1 (event type) to accurately reflect [injury/malfunction/death classification].

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76-year-old male patient was treated with impella cp due to acute myocardial infarction and cardiogenic shock. During the procedure, the pump was unable to be repositioned, and the decision was made to replace the pump with another impella cp pump. No percutaneous coronary intervention was carried out. In the course of treatment, the patient developed hemolysis on day two of support with the second pump. The position of the pump was confirmed. The patient became septic and his ejection fraction improved to 30 %, therefore the decision was made to wean the impella after three days of support. Hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use.